Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection. The reported scope communication error was confirmed; however, the sparkles in the image were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: no image display. A root cause could not be identified. Based on the results of the investigation, scope communication error and no image were likely caused by a defect in the connector board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed sparkles in the image.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had scope communication error (b30) appeared. There were no reports of patient harm.